Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 250cc and experienced rupture and capsular contracture baker grade iii/IV on the left side. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 9/4/2019, mentor received the device for evaluation. During evaluation, the lot number of the device was discovered. These devices are not marketed or sold in the USA, and are not subject to MDR reporting regulations. Device evaluation summary: during analysis, the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture and capsular contracture are known complications associated with these devices and are referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to the manufacturing process. Manufacturer's reference number: (B)(4).